Event description:
This pt had an open chest. They had performed multiple bedside sternotomies in an effort stabilize bleeding. The chest had been left open with sterile packing in place. The hemostats were attached to the sterile packing. When the md went to remove the hemostat, he noted that the clamp was broken. As they removed the dressing the broken piece was readily found lying amongst the remaining dressings. Discussion with critical care nurse notes that this was not the first time the hemostat clamp had broken, but she had not thought to make a report of previous incidents as they were "minor" occurrences and not in direct contact with the patient.